Event description:
The manufacturer received information alleging patient haiving burning sensation in her nasal area, she also states that the water in the water chamber is very hot. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.